Manufacturer narrative:
Stryker failure analysis technician evaluated the customer's device and verified the reported issue through analysis of the device logs. The likely cause of the reported issue was determined to be due to the electrode tray.

Event description:
A customer contacted physio-control to report that the electrodes of their device were connected to the patient; however, the device prompted 'connect electrodes' messages. As a result, defibrillation therapy was delayed. The customer advised that a backup device was obtained and used to defibrillate the patient. There were no reports of an adverse effect to the patient as a result of the reported event.

Manufacturer narrative:
(B)(4). The customer will be provided with a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that the electrodes of their device were connected to the patient; however, the device prompted 'connect electrodes' messages. As a result, defibrillation therapy was delayed. The customer advised that a backup device was obtained and used to defibrillate the patient. There were no reports of an adverse effect to the patient as a result of the reported event.